Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a lesion in the superficial femoral artery that was non-tortuous. The armada 35 balloon ruptured when inflated above nominal pressure (exact pressure unknown). A non-abbott balloon was used as the replacement device. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.